Event description:
Prescribed medication for home infusion therapy was not infused by infusion pump. Microject pump model 30 by sorenson medical. Cassette spindle was found to be broken off thus pump "thought" it was infusing the medication.